Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Test strips were not used to confirm. Estimated blood loss was <5 ccs. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested, but has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.